Manufacturer narrative:
Stryker performed an initial evaluation of the customer¿s device but was unable to duplicate the reported issue. Stryker did observe the device deliver abnormal energy when attempting to shock. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device was unable to charge for defibrillation. As a result defibrillation therapy would be prevented from being delivered to the patient if needed. There was no patient use associated with this event.

Event description:
The customer contacted stryker to report that their device was unable to charge for defibrillation. As a result defibrillation therapy would be prevented from being delivered to the patient if needed. There was no patient use associated with this event.

Manufacturer narrative:
Stryker further evaluated the customer's device and verified the reported issue. Stryker observed that the cable flex assembly from the biphasic pcb assembly to the therapy pcb assembly was not connected to the therapy pcb. The cable flex assembly was replaced to resolve this issue. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.